Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The failure was identified as an air in line alarm during review of the alarm log. The cause of the condition was determined to be a dirty air sensor. To correct the condition, the air sensor was cleaned. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump presented a failure. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.